Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; both devices had broken/damaged components resulting in accessible sharp edges. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported there were accessible sharp metal edges. There was no patient involvement.